Manufacturer narrative:
Corrosion was discovered within the motor and press plug and the bearings were observed to be damaged.

Event description:
It was reported that the micro reciprocating saw ran without user activation toward the end of a procedure. There were no patient or user injuries, and there were no adverse consequences.